Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that during an implant attempt, the physician was trying to negotiate a screw-in lead to the patient¿s right atrium, but after one change in position he could not negotiate it anymore, as the screw of the lead could not be unscrewed. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).